Event description:
It was reported that the customer's insulin pump alarmed, and insulin squirted out during the manual prime. The customer's blood glucose reading was 450mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk.